Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - dominican republic: carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. Baxter healthcare - mountain home: 1900 n highway 201, mountain home ar 72653, united states. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line connector of the cassette could not be disconnected from the transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.